Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings issue. It was reported that the basal segments did not match the basal history due to basal segments missing in the history. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. Correction to pae: basal segments did not match basal history due to basal segment missing in history. Patient condition is stable at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2018 with the following findings:the total daily doses added up correctly and reflected the programmed basal rate target. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, the pump reflected 12 units after 12 hour duration testing with a 1 unit per hour basal rate. The pump passed a delivery accuracy testing and was unable to duplicate the ¿high blood glucose¿ complaint.